Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on april 2024by thearthrosc sports med rehabil ¿bioabsorbable screw fixation provides good results with low failure rates at mid-term follow-up of stable osteochondritis dissecans lesions that do not improve with initial conservative treatment.¿ the study reviewed 24 patients identified that epiphyseal deficiencies resulting in implant failure in 3 patients during the 6-year follow-up. Ref: quigley r, allahabadi s, yazdi aa, et al. Bioabsorbable screw fixation provides good results with low failure rates at mid-term follow-up of stable osteochondritis dissecans lesions that do not improve with initial conservative treatment. Arthrosc sports med rehabil. Apr 2024;6(2):100863. Doi:10.1016/j.asmr.2023.100863.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.